Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose flush drive support disk. The motor was tested outside of the device and passed. The insulin pump passed the displacement test. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm during rewind. The customer's blood glucose was 122 mg/dl at the time of incident. The customer stated that the drive support cap was loose. The customer was also advised to revert to back-up plan. The insulin pump will be replaced and will be returned for analysis.